Event description:
User facility (jp) reports that 5-6 employees were having symptoms of headaches, burning/scratching respiratory tract, and nausea. No individual specific information was provided. They are using cidex opa solution in a new scope washer and in a maual tray. They do not have a ventilation system in the room. Symptoms subside when they leave the room.